Event description:
Information received indicates the head section of the bed will not operate at all.

Manufacturer narrative:
The account manager indicated the bed was checked again and is operating fine.